Event description:
It was reported that over the last 3-4 weeks, two of the intravenous pre-mixed treprostinil cassettes have kept alarming the pump for high pressure. Back up cassettes were used without any issues. There was no harm to the patient. There are no problems with pumps, only with the two cassettes. There was no stop in therapy. There were no side effects reported. This is a continuous infusion. The event occurred while in use with patient. There were additional devices they were able to switch to. The infusion was continued successfully. The infusion is life-sustaining. The event was resolved. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number and UDI number) are unknown, no information provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation can be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed.

Event description:
Additional information received and attached by ICU medical on 22/jul/2022 via email: contact details updated. Patient details added.

Manufacturer narrative:
Additional event information was received.